Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. On (B)(6) 2026, the patient reported that her wearable failed and as a result her tandem insulin pump delivery was affected. The patient stated that she was subsequently admitted to the hospital due to these issues. However, the patient declined to provide any further information including patient symptoms, treatment details, or length of hospitalization. No other patient or event details were available. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.